Event description:
The surgical lights in room were not working well. The light handle covers are not fitting properly around the lights and twice during a case by two different members of the surgical team they slipped off the lights and contaminated sterile field during a procedure when they tried to adjust the lights. This has happened numerous times throughout rooms and it is becoming to be a patient safety concern.manager tested out the handle covers and found no issue- believe this is a use error: was not loose, did not twist when applied firmly. Will provide education to staff.